Manufacturer narrative:
Based on the results of the investigation, the most probable cause of the complaint is due to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause of the component failure cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had a failed leak test due to a puncture on the cable. There was no patient involvement.